Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00030. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an esophagogastroduodenoscopy (egd) procedure, the subject device had a big black splatter of color on the screen instead of an image when connected to the scope. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. There were no reports of patient harm.

Event description:
Additional information was received from the customer that the issue was fixed but no further information regarding the procedural delay. As no additional information obtained, it was determined that there was no harm to the patient as initially reported.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: b5, h4, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. H1 should also not be marked as serious injury but malfunction instead. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.